Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had an appointment with a manufacturer representative (rep) to check her device and was told it was working fine. The patient stated that a couple days following her appointment, she had a return of symptoms stating her "diarrhea came back with a vengeance" stating it's so bad she can't even leave the house. The patient reported that prior to the appointment, she kept changing her ins to different settings "and nothing's happening" and was about to call mdt until her hcp called and stated it was time for an appointment. Pt mentioned prior to appointment, her program was on p1, and at the appointment, her program was changed to p3. Patient services assisted the patient with checking her device, the patient reported that stim was on, p3 at 2.9v. The patient noted that she is (B)(6) and has blackouts, but confirmed unrelated to device/therapy. The patient reported that a few months ago she had a "really bad fall" and asked if that could effect her lead placement. The patient was redirected to follow up her healthcare provider (hcp) to have internal equipment checked in relation to the fall. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.